Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in an auto accident on saturday and the buckle of the seat belt rammed into their stimulator in their right hip. Patient said it was very painful for 2-3 days. Patient stated yesterday (B)(6) 2024 they suddenly urinated and had incontinence. Patient checked their device and it looks fine but it was not working. Agent walked patient through connecting to implant and patient was able to successfully connect. Caller changed programs and made adjustments to the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Patient services redirected to the healthcare provider (hcp) to further assess the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.